Manufacturer narrative:
(B)(4).

Event description:
The physician could not aspirate from the catheter access port, it was suspected the catheter was blocked. Additional information has been requested, but was not available as of the date of this report.